Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 7/12 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the adapter of their catheter for an unknown reason. Baxter's technical service center assisted the home pt's family member in ending the therapy early. No pt injury or medical intervention was assoicated with this incident per the home pt's nurse.